Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the two er320 devices and one er420 device all ejected clips (none fell into the pt). Another instrument was used to complete the case. There was no consequence to the pt.